Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to not retain a pin.

Event description:
It was reported that the device would not retain a pin during a procedure. The account had a back up on hand to complete the case with no delay and no allegation of adverse consequences.